Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure one day prior. According to the complainant, the balloon was found to be deflated. The balloon was removed, inflated again and approximately one hour later it was deflated. The procedure was completed with a second corflo cubby low profile gastrostomy device. No patient complications were reported as a result of this event and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.